Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023, (B)(6) , employee of intuvie, received an email from (B)(6) , employee of infusystem, and the following email notes were documented: we received the following information on an unresolved error on a nimbus ii plus serial number (B)(6) . Nurse called. Patient's pump is giving a system error. Discussed troubleshooting of powering off/on and restarting. She has attempted this but the error persists. Advised patient needs new pump. Rga created. Patient not affected. The patient's infusion was interrupted. No further information provided. Infusion took place at home. Patient involved. No patient harmed. Device to be returned. On (B)(6) 2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.